Event description:
It was reported that the sensor's needle did not go into the skin. The customer tried to push it in without any results and she started bleeding. It was stated that the customer removed the portion that did enter in her leg and noticed that the electrode part was split and bent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.